Event description:
(B)(4). Allergic reaction to metal = fallopian tubes inflammation and full of liquid ovaries inflammation plus mass infection/ the end of 9 antibiotics infection did not decrease no more antibiotics I can take.